Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was noted that the event occurred twelve days post-implant of the leadless implantable pulse generator (ipg). The cause of death is unknown.